Event description:
The reporter, her husband, alleges back to back results of 332 mg/dl on the customer's meter and 142 on the doctor's meter. No adverse event or action taken based upon the suspect results. Return requested and replacement was sent.